Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was over 500 mg/dl. It was stated that the customer received insulin flow blocked alarms. The customer was advised to discontinue from the insulin pump and remove reservoir and rewind. The device will not be returned for analysis.